Manufacturer narrative:
Sensor 3mh005mfzy4 has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were not observed in the event log. This complaint is not confirmed due to use as there was no insertion failures, which is the evidence that user did not activate the sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The mother of customer reported a "replace sensor" message with the freestyle libre 2 sensor. The customer was unable to obtain scan readings, and subsequently lost consciousness. The customer required treatment from healthcare professional, but the mother no longer remembered what it was. There was no report of death or permanent injury associated with this event.

Event description:
The mother of customer reported a "replace sensor" message with the freestyle libre 2 sensor. The customer was unable to obtain scan readings, and subsequently lost consciousness. The customer required treatment from healthcare professional, but the mother no longer remembered what it was. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The mother of customer reported a "replace sensor" message with the freestyle libre 2 sensor. The customer was unable to obtain scan readings, and subsequently lost consciousness. The customer required treatment from healthcare professional, but the mother no longer remembered what it was. There was no report of death or permanent injury associated with this event.